Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.

Event description:
Dealer states the consumer uses this chair on his farm land and so the headtube journal that the fork asbly slides up into is rusted and seized up. Fork does not turn. Lot of play in headtube. Bearings are rusted out too.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.